Event description:
Pt treated in ER for hypoglycemia. Pt reports pump gave proper alert for empty cartridge. Pt reports that when changing their cartridge pt may have forgotten to disconnect first. If infusion set was primed without disconnecting insulin would have been delivered. User error likely caused event.